Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly. The unit could not be verified for excessive no delivery alarms and the unit could not perform functional testing due to the blank display. The unit was received with a cracked reservoir tube lip and minor scratches on display window. (B)(4).

Event description:
The customer reported via phone call that there appeared to be moisture in the insulin pump display. The customer stated that the device had been sweated on in the past, and exposed to a humid bathroom. The display also went blank. The patient's blood glucose at the time of incident was 295 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was dropped a few weeks ago. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.